Event description:
It was reported that during a percutaneous transluminal coronary angioplasty (ptca) procedure, a shaft break and balloon positioning difficulties occurred. The 80% stenosed lesion was located in the moderately tortuous and mildly calcified left anterior descending (lad) artery. Another manufacturers' stent was placed over another manufacturers' guide wire. The quantum maverick monorail balloon 8mm x 4.0mm was advanced to the lesion, for post dilation of the stent. Positioning difficulties were reported. The balloon inflation failed. The balloon was removed and the shaft was broken 25cm from the monorail segment. Several different snares were used to remove the broken shaft. The procedure was completed and the stent was not post dilated. No further patient injuries or complications were reported. The patient status is reported as "fine."

Manufacturer narrative:
(B) (6).(B) (4). (B) (4).

Event description:
It was reported that during a percutaneous transluminal coronary angioplasty (ptca) procedure, a shaft break and balloon positioning difficulties occurred. The 80% stenosed lesion was located in the moderately tortuous and mildly calcified left anterior descending (lad) artery. Another manufacturers' stent was placed over another manufacturers' guide wire. The quantum maverick monorail balloon 8mm x 4.0mm was advanced to the lesion, for post dilation of the stent. Positioning difficulties were reported. The balloon inflation failed. The balloon was removed and the shaft was broken 25cm from the monorail segment. Several different snares were used to remove the broken shaft. The procedure was completed and the stent was not post dilated. No further patient injuries or complications were reported. The patient status is reported as "fine."

Manufacturer narrative:
Device evaluation by manufacturer: returned product consisted of a quantum maverick monorail balloon catheter separated into three pieces with no original packaging or other devices. The first piece measured approximately 85 centimeters from the distal end of the strain relief to the hypotube break location. The second piece measured approximately 32 centimeters from the hypotube break location to the end of the corewire. The third piece measured approximately 52 centimeters from the proximal end of the midshaft to the distal end of the tip. Visual inspection identified shaft damage/kink. The shaft of the device was tied in a knot approximately 9 centimeters from the distal end of the tip. There was also a kink located on the guidewire exit notch. The distal third of the device was stretched. The appearance of the hypotube fracture surfaces and the shaft damage are consistent with fracture due to tensile overload. The device presented no evidence of any material or manufacturing deficiencies that could have contributed to the reported event or the confirmed damage to the device the manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factors. (B)(4).